Event description:
It was reported to philips that the heartstart xl defibrillator does not turn on and does not charge the battery. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator does not turn on. There was no patient involvement.

Manufacturer narrative:
The failure analysis info: one power pca was returned for failure analysis. The reported problem was verified during lab tests. The transistor q1008 was missing on the returned power pca. The available information is consistent with a malfunction of the power pca. Philips cannot rule out a malfunction of the power pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.